Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient's device didn't work because it was placed in the wrong spot. It was supposed to be in the patient's back but was placed in the buttocks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.